Event description:
It was reported the device could not be interrogated wirelessly. After interrogation with a rf head, the battery voltage was measured at eri (elective replacement indicator). It was futher reported that the device had early battery depletion. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.